Manufacturer narrative:
Stryker further evaluated the removed therapy connector and determined the cause of the reported issue was due to a blocked location 8 contact. The contact was blocked by a stuck piece of broken pin. The therapy connector was archived by stryker.

Event description:
The customer contacted stryker to report that their device had a broken therapy connector pin and this resulted in the paddles not locking into place. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device had a broken therapy connector pin and this resulted in the paddles not locking into place. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's therapy connector to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.